Event description:
It was reported that patient was hospitalized due to being "toxic," getting too high dose. Patient was currently on 12 mg/day of morphine 36mg/ml and they wanted to lower it to 4 mg/day and concentration to 20mg/ml. It was later reported that the cause of the event was acute renal failure and increased levels of oral narcotics, drug effects - meloxicam "metabolic clearance." Patient symptoms included somnolence, confusion and hypoxia. Patient was hospitalized and recovered without sequela. In addition to the drugs mentioned prior the pump also infused clonidine and gablofen.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, lot# n191525012, implanted: (B)(6) 2009. Product type: catheter. (B)(4).